Event description:
On 12/2/1997, pt resented with 4+ aortic insufficiency, ascending aortic dilation and torn left and right coronary cusps. Valve explanted and replaced with a 25mm st. Jude on 12/2/1997.